Event description:
It was reported that during the implant procedure, the physician had difficulty inserting leads into the pulse generator header. The device was not used and replaced. The patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis confirmed the reported complaint. During testing, is-1 test leads could not be fully inserted into the pulse generators header. The device inner diameter and contact springs were inspected and found to be within normal specifications.